Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of death is listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as a potential adverse event of coronary stenting procedures. A relationship to the device, if any, cannot be determined. The investigation was unable to determine a conclusive cause for the stent malapposition and patient death. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, it was reported that the patient was elderly, had presented with chest pain, and was too fragile to undergo surgery and was, thus, alternatively referred for percutaneous coronary intervention. The deployed 2.5x28 xience stent was subsequently reported to be specifically a 2.5x28 rx xience alpine stent. As of (B)(6) 2016, the patient remained a high risk patient, but was in stable condition, with slow but continued improvement. However, additional information received on (B)(6) 2017 indicates that the patient expired during (B)(6) 2017 due to unspecified complications after the surgery. The 3.5x15 nc trek rx balloon dilatation catheter was received with the hypotube shaft separated and the guide wire exit notch had a tear. Additional information received confirmed that the hypotube shaft was intentionally cut / separated in order to facilitate removal of the device from the artery. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: brand name changed from xience v to xience alpine everolimus eluting coronary stent system; catalog number changed from unk to 1120250-28; added implant date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the stent malapposition. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, it was reported that the deployed 2.5x28 xience stent was specifically a 2.5x28 rx xience alpine stent. As of (B)(6) 2016, the patient remains a high risk patient, but remains stable and continues to improve slowly. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is(B)(6). Case description continued: the patient experienced ischemia, but remained hemodynamically stable throughout the procedure and did not experience any electrocardiogram (ECG) changes or any chest pain. Due to the deflation failure, the patient was transferred to the operating room for emergency bypass surgery. The chest was opened, the balloon was punctured with a needle inserted directly through the coronary artery, and the balloon was fluoroscopically observed to deflate inside of the artery. The deflated balloon was then able to be easily withdrawn into the guide catheter, then all catheters and wires were removed via the left femoral artery sheath. The bypass surgery was successfully completed. The patient experienced post-operative bleeding requiring transfusion of blood products, renal failure, disseminated intravascular coagulation (dic) (thrombus), myocardial ischemia and injury (infarction), vasodilatory shock, hepatic failure, and respiratory failure. As of (B)(6) 2016, the patient is stable but still in the intensive care unit; the patient continues to improve but patient status is still tenuous. No additional information was provided. The will not be returned as the stent remains implanted in the patient. A follow up report will be submitted with all relevant information. The nc trek device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a planned percutaneous coronary intevention on (B)(6) 2016, the patient was started on dual anti-platelet therapy and an unspecified 2.5x28mm xience stent was sized to the distal portion of a mildly to moderately calcified, 80% stenosed lesion in the proximal to mid left anterior descending (lad) coronary artery, with a plan to post-dilate the proximal end of the stent to optimize expansion in the proximal lesion area. After deployment of the 2.5x28mm xience stent without issue, intravascular ultrasound showed good apposition but under-expansion of the more proximal portion of the stent. A 3.5x15 nc trek rx balloon dilatation catheter (bdc) was prepped without issue and easily advanced to the stent to perform the pre-planned post-dilatation. When inflating the nc trek rx, the balloon inflation was unusually slow (longer than 10 seconds to achieve 10 to 12 atmospheres of pressure), but the balloon was ultimately able to be completely inflated. When attempting to deflate the balloon several times, it was unable to be deflated at all and was consequently unable to be withdrawn from the stent. Blood in the indeflator was noted, suggesting rupture in the shaft proximal to the balloon. An attempt was made to puncture the balloon percutaneously using a transit catheter and stiff wires, but the attempt was unsuccessful.